Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of malfunction loose light guide adapter is traced to component failure. However, the most probable cause of dirt in objective unit could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gynecologic laparoscope exhibited dirt in objective unit and loose light guide adapter. There was no patient involvement.